Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2018-05531. It was reported the patient experienced ineffective stimulation. The patient¿s leads located at vertebral level t12 and l1 migrated, as confirmed via x-rays. The physician believes the migration was caused by a combination of patient¿s flexion, pulling knees to check, and a lateral rotation to get into bed. Reprogramming attempts were unsuccessful. As a result, the patient may be awaiting surgical intervention.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-05531. Follow up information identified the physician explanted and replaced the patient¿s leads. Postoperatively, effective therapy was restored.